Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a low power alert unexpectedly and when the pump was connected to a power source, the battery gauge dropped to 5%. Following the battery drop the pump was unable to be charged despite the attempt of multiple usb cables, wall adapters and power sources. The customer¿s blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had a alternate pump available.